Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the moderately to severely calcified, mid to proximal left anterior descending artery. The 2.5 x 15mm nc quantum apex mr balloon catheter was selected for predilatation and was inflated 1st to 10 atms for 10 seconds, then upon the 2nd inflation at 12atms, the balloon ruptured. The balloon was removed intact. The procedure was completed with a 2.5 x 15mm non- bsc balloon that was inflated to 16atms. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the moderately to severely calcified, mid to proximal left anterior descending artery. The 2.5 x 15mm nc quantum apex mr balloon catheter was selected for predilatation and was inflated 1st to 10 atms for 10 seconds, then upon the 2nd inflation at 12atms, the balloon ruptured. The balloon was removed intact. The procedure was completed with a 2.5 x 15mm non- bsc balloon that was inflated to 16atms. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to MFR.: returned product consisted of an nc quantum apex balloon catheter with the shelf box. There was contrast and blood visible in the inflation lumen. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The longitudinal tear was 5 mm long and 2.5 mm from the distal edge of the proximal markerband. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed two shaft kinks 11 and 17 cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).